Event description:
The health professional reported, the pt felt a shocking sensation every "once in a while." The sensation would radiate from the middle of the pt's "belly." Impedances were measured and the results were normal. The pt had x-rays, and the hcp stated all x-rays did not reveal anything. It was not clear what was x-rayed though. The hcp wanted to increase the voltage from 2.0 to 3.0 in order to enhance the therapy per the pt's request. It was unk whether the voltage was in fact increased and if the therapy was enhanced.

Manufacturer narrative:
(B)(4).